Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported there was an aspiration failure occurred during the ultrasound phase of a combined procedure. The product was replaced, however, this did not resolve the issue. The procedure was completed after replacing the second product with third one. There was no harm to the patient, no additional information is expected.

Manufacturer narrative:
Sample #1 the lot complaint history was reviewed, this is the sixth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. Sample #2 the lot complaint history was reviewed, this is the seventh complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The returned samples were visually inspected and no obvious defects were observed. The cassette samples were then tested on a calibrated console. A handpiece from labstock was used to measure aspiration and irrigation at different setpoints; the cassette samples functioned within specifications during functional testing with the handpiece. Maximum aspiration rate could be achieved during evaluation of the device. The root cause of the customer's complaint could not be established; the returned samples met specifications. No aspiration failure was observed during laboratory testing. After investigation of this complaint, it has been determined aspiration met specifications during functional testing; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).